Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: based on date of article publication journal of endovascular therapy sagepub.com/journalspermissions.nav doi: 10.1177/1526602816659279 www.jevt.org. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was conducted with 36 patients, to investigate the clinical outcomes of endovascular therapy for upper extremity peripheral artery disease with critical hand ischemia. The patients were treated with an amphirion deep balloon and non-medtronic devices. Three patients died within 30 days, during follow-up it was reported that the patients presented with finger amputation, 7 fingers on 5 limbs, 2 limb amputations above the wrist, incomplete wound healing and puncture site problems, 20 patients died 4 with heart failure, 4 with ventricular fibrillation, 3 sudden death, 8 patients died non-cardiovascular 1 sepsis, 4 pneumonia, 3 suffocation and 1 unknown cause.